Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced "banging" in chest. Upon review, it was discovered that the atrial lead had dislodged. The lead also exhibited minimal atrial pacing and no capture. Chest x-ray did not show redundancy in the lead. Programming changes were made. Post programming the pacing function and x-ray were unchanged. Numerous attempts were made to relocate the original lead unsuccessfully. The lead was capped and replaced on (B)(6) 2019. The patient was discharged.